Manufacturer narrative:
(B)(4). Batch number: r5883j. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with 6r45b cartridge loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the device difficult to close? Yes. Was the surgeon able to fire device with one hand or was a second hand required? One. Was the surgeon able to complete the firing stroke? No (gears or component broke and it appeared the knife blade never advanced nor was staples deployed). Were any staples seen? If so, please describe form? No. What troubleshooting steps were used in attempt to open device? Endo-loop and suture on the appendix then cut with endo shears. Appendix was still in the jaws of the stapler when removed from patient. Was the post-op care of patient altered due to extended or/anesthesia time? Do not know. But surgeon said longer period of unnecessary anesthesia time is not good for the health of the patient. What is the current patient status? Alive. Do not know the particulars. Surgeon has not commented on any issues postop recovery regarding patients health and current status. I have heard nothing back in regards to the patient. Last I heard the patient was fine.

Event description:
It was reported that during a laparoscopic appendectomy the customer stated that more force than usual was required to depress the firing handle and when it was closed that they heard a loud popping noise on the second firing attempt with a blue reload on the appendix. The device did not cut or staple. The jaws would not open. The customer used shears and an endoloop to complete the procedure and removed the device with the specimen. The customer then slid the device off of the specimen outside of the patient, but was still unable to open the jaws. There was no patient consequence, but the procedure (and anesthesia time) was prolonged by approximately two hours.